Manufacturer narrative:
The partial lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) had a lead integrity warning. There was oversensing with noise, high rate non-sustained and sensing integrity counter (sic) episodes on the lead. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.